Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. Dentist found patient to have a slight open bite, but teeth look good and are straighter. Patient wanting to go to retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.